Event description:
It was reported that a user received an ¿insulin set expired¿ alert after performing a supply change, and review of device history indicated the supply change sequence was not fully completed; the agent guided the user to complete the steps, resolving the alert. Symptoms included no reported adverse clinical effects. Outcomes included no injury, no hospitalization, and restored device use following user education. Investigation included review of pump history and real-time troubleshooting with user education on correct supply change steps. Investigation of this case revealed user error related to incomplete supply change workflow, with the alert functioning as designed to indicate an expired or unconfirmed infusion set status. It was concluded, based on previously established findings for similar reports, that the cause was user interaction issues addressed through education and process reinforcement.